Event description:
It was reported that merlin.net transmission revealed high, out of range, hv lead impedance. All other measurements were normal. Further evaluation was recommended. The physician decided to monitor the patient via merlin.net. Patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.